Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "sticking" and unresponsive. Additionally, it was reported that the pump shut off unexpectedly and that the pump battery depletes quickly. As well as, an out of range issue occurred between the transmitter and pump for an unspecified amount of time. There was no reported adverse impact to the customers blood glucose level. No additional information was provided by the customer. Although requested, the customer declined troubleshooting with tandem technical support.